Manufacturer narrative:
The event date was reported as 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery module had interior burning. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported ¿battery pack has interior burning.¿ the device battery pack was found to be burned and a visual inspection determined the cause to be corroded wireless module flex and radio processor circuit board by fluid intrusion. The device was unable to be repaired and will be retired from service. Should additional relevant information become available, a supplemental report will be submitted.